Manufacturer narrative:
A review of the manufacturing documentation associated with lot (f1824701) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the physician shuttled down and found that the sealant did not properly deploy, as it could still be seen sticking outside of the skin after shuttling down (patient was not skinny and artery was not superficial). It appears that the sealant somehow got stuck on the skin. There was no reported patient injury. Hemostasis was achieved with manual compression in 30 minutes or less. Initially, this was a diagnostic coronary case. The vessel type was femoral arterial. The vessel size was 6-millimeters (mm). The stick location was medium. A 5f sheath was used on the procedure. The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The patient's hospitalization was not extended as a result of the event. The patient has recovered. The product will be return for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Additional information received indicates that the femoral artery¿s suitability was verified on angiography or venography (mynxgrip only, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The sealant was not dislodged. There was no contrast/imaging used to confirm balloon placement. The deployer did not failed to maintain tension on catheter while tamping. The deployer did not over-tamp. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f used prior to introducing the mynx. The sealant did not enter the bloodstream as reported, the physician shuttled down a 5f mynxgrip vascular closure device (vcd) and found that the sealant did not properly deploy as it was seen to be sticking outside of the skin after shuttling down (patient was not skinny and artery was not superficial). It appears that the sealant somehow got stuck on the skin. There was no reported patient injury. Hemostasis was achied with manual compression in 30 minutes or less. Initially, this was a diagnostic coronary case. The vessel type was femoral arterial. The vessel size was 6-millimeters (mm). The stick location was medium. A 5f sheath was used on the procedure. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The mynx vcd was prepped according to instructions for use (IFU). The user shuttled down completely. There was no resistance when shuttling down. There was no unusual force applied when retracting the sheath. The sealant was not dislodged. There was no contrast/imaging used to confirm balloon placement. The deployer did not failed to maintain tension on catheter while tamping. The deployer did not over-tamp. There were no multiple sheath exchanges. There was no procedural sheath greater than 7f used prior to introducing the mynx. The sealant did not enter the bloodstream. The patient's hospitalization was not extended as a result of the event. The patient has recovered. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle. The procedural sheath was retracted to the shuttle handle. The sealant and advancer tube were not returned with the device. Visual inspection found that the balloon was free of damage. A device history record (DHR) review of lot f1824701 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment partial¿ was not confirmed through analysis of the returned device since the device was received without the sealant/advancer tube. The exact root cause of the reported failure could not be conclusively determined during analysis since no anomalies could be found. Based on the information available for review and the analysis of the returned device, the reported failure may have been caused by an incomplete engagement of the advancer tube during the procedure, especially since the customer reported that there was possible difficulty experienced shuttling down. According to the instructions for use, which is not intended as a mitigation, ¿detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant being deployed outside the body upon ¿tamping¿ down during the procedure. The device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.